Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, resolving the issue. The customer was instructed to continue using the pump and to call back if the malfunction code recurred, which it did not after the reset.